Event description:
The lay user/pt contacted lifescan (lfs) on (B)(6) 2006 alleging high readings on her one touch ultra meter. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached for further clinical info. On (B)(6) 2006, the pt mentioned that her meter displayed a 501 mg/dl; there is no info on whether she experienced any symptoms. On (B)(6) 2006 at 11:24 am, she obtained a 507 mg/dl and took 50 units of "symlin". After taking the medicine, she experienced a headache, blurred vision, chills, dizzy and lost consciousness. At an unspecified time, her daughter found her on the floor and treated her mother with sugar water. At an unspecified time, the pt regained consciousness and refused to go to the hosp. The pt suffers from depression and mentioned that her physician wanted her to hospitalize her; however, she did not want to give her physician a reason at this time to hospitalize her. It is not clear if she took symlin dosed in mcg's or insulin which is dosed as units. The technique of applying blood on the test strip was correct. There is no info on the condition of test strips. A quality control test was not done, since the pt's control solution was expired. Customer care advocate (cca) sent the pt a replacement meter, strips and control solution. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, when the pt experienced symptoms, what time she passed out, when her daughter found the pt and whether the pt retested her blood glucose after regaining consciousness. The complaint is being reported since the pt took a medicine after obtaining the meter reading of 501 mg/dl and passed out. The pt regained consciousness after her daughter treated her with sugar water.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strops do not pass inspection, lifescan will inform FDA of the results in a supplemental report.